Manufacturer narrative:
UDI not available. As product was manufactured on or before 23 sep 2014.

Event description:
It was reported, that the patient's right atrial (ra) lead was explanted and replaced. For an unknown cause. The patient condition was unknown.